Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for lots 25075810 and 25080463. The last lots shipped to the account prior to the aware date. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that after a coronary artery bypass procedure, the retractor blade would not detach from the activator drive. The hospital did not report any patient effects.